Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leak event on (B)(6) 2024. The leakage was at connector. The glucose level went over 600. No further information available.